Event description:
It was reported that the side panels were damaged. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Manufacturer narrative:
Based on new information received from the fe the plexi glass was broken which is not reportable.